Manufacturer narrative:
Device evaluation. Visual inspection of the balloon confirms a balloon burst as a longitudinal tear is noted. Visual inspection under a microscope shows the longitudinal tear on the balloon starting at approx. 4.4cm distal from the proximal marker band to approx. 0.5cm proximal from the distal marker band. Both marker bands are intact. Image review two photographs were received from the account for evaluation. Photo 1 shows an image of the evercross device in vitro coiled and placed on the product shelf carton. In this image a tear is noted on the balloon profile. Photo 2 shows a close-up image of the evercross balloon with the longitudinal tear visible on the balloon profile. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: the balloon fragmented. No intervention required to remove fragments. The device was safely removed from patient. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: patient treatment of distal superficial femoral artery (sfa) to the subknee lesions. It was reported that the balloon catheter reached the lesion location through the guidewire and it began to be compressed and inflated. The balloon could not be fully opened when it was inflated to 10 atm for the first attempt. Contrast agent overflowed during the third attempt during rupture. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Physician attempted to use an evercross pta balloon with a 6fr non-medtronic sheath and non-medtronic guidewire during treatment of a 100mm plaque lesion in the patient¿s distal superficial femoral artery (sfa). Slight vessel tortuosity is reported. Lesion exhibited 70% stenosis. Artery diameter reported as 5mm. A non-medtronic pressure pump was used for balloon inflation. There was no damage noted to packaging, i.e. Shelf carton, hoop/tray. No issues were noted when removing the device from the hoop/tray. IFU was followed and the device was prepped without issue. No resistance was noted during advancement of the device. The device was not passed through a previously deployed stent. A longitudinal balloon burst is reported during third inflation of the device at 18atm. Two prior inflations had been applied to the device, first inflation to 10atm, and second inflation to 18atm. The device was replaced with another evercross of the same model to complete the procedure. No patient injury reported.